Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial patient's sample was tested with the cobas® liat® system and generated sars-cov-2 positive, flu a negative and flu b negative. A new sample was re-collected and tested with a different cobas® liat® sn (B)(4) and generated negative results for all 3 targets. The nasopharyngeal sample was collected using vtm, 3 ml from jiangsu rongye. The type of media from this manufacture is not included on the approved media list in the method sheet which indicates that: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. Both the positive and negative results were reported to the patient and medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Although the type of media used was not suspected to have contributed to the discrepant result for sars-cov-2. The alleged run was observed to have a late CT and weak amplification, which is consistent with a sample near the limit of detection (lod). Furthermore, =low titer samples that are near the lod may not generate consistent results upon the repeat testing. Additionally, sample variability between the two collections may also be a contributing factor. (B)(4).